Event description:
The customer is reporting that no shock is delivered.

Manufacturer narrative:
(B)(4). The customer is reporting that no shock is delivered. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.